Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Reference MFR. Report: 1627487-2019-10951. The patient was unable to increase the amplitude of the scs system. Diagnostics revealed high impedance and reprogramming was unable to provide effective therapy. Consequently, the patient underwent a trial procedure on (B)(6) 2019 where the lead model 3245 was cut and explanted. A new surgical model 3228 lead was implanted. The trial ended on 25 sep 2019 and the lead model 3183 was removed and a new scs system was implanted. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.